Event description:
It was believed that the bed exit was armed but did not alarm. An elderly patient, under falls precautions, fell while exiting a bed with 3 of 4 rails up. Patient was found in the doorway of the bathroom with a hematoma to the forehead. CT of head showed intracranial bleed - patient died later in the day at a facility of higher care. It was discovered that the bed had not been properly zeroed out, therefore, the alarm did not sound.